Manufacturer narrative:
This follow up report is being submitted to relay additional information. The patient stated that the cover patches are not itching as she is doing the time test. The product was not returned to zimmer biomet for investigation. The reported event was unable to be confirmed after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing skin irritation from the cover patches. The patient wears the cover patches for 24 hours and changes them after she showers. The patient reported that her skin gets very itchy. The patient reached out to her doctor regarding the skin irritation. The patient's doctor provided her with an over the counter medication. The patient reported that she is performing a time test with the cover patches and is no longer experiencing the itching. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: (3) nuvasive modular cervical interbody - 17 mm x 14 mm x 7 mm x 10 degrees of lordosis; nuvasive helix-r anterior plate and screw construct; concomitant medical product: osteocel pro allograft (5 ml). Therapy date: (B)(6) 2019. Concomitant medical product: spinalpak assembly - catalog: #1067716, serial: # (B)(4). Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing skin irritation from the cover patches. The patient wears the cover patches for 24 hours and changes them after she showers. The patient reported that her skin gets very itchy. The patient reached out to her doctor regarding the skin irritation. The patient's doctor provided her with an over the counter medication. The patient reported that she is performing a time test with the cover patches and is no longer experiencing the itching. It was reported that no further information is available.